Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade unknown, pain, fever, visibility/palpability, crease/folding of implant, skin rash/dermatitis.

Event description:
Patient reported left side "hard, painful, feverish sensation, blisters near the areola, seroma, and radial folds." Patient additionally reported "capsular contracture baker grade unknown." Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photos identified: pain: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma late: unable to observe as it is a medical event that is not related to the device. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. Crease folding: observed fever: unable to observe as it is a medical event that is not related to the device. Skin rash/dermatitis: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
Patient reported left side "hard, painful, feverish sensation, blisters near the areola, seroma, and radial folds." Patient additionally reported "capsular contracture baker grade iii." Device has been explanted and replaced.

Event description:
Patient additionally reported, "capsular contracture, baker grade iii".